Event description:
To summarize this event, a 6/4 amplatzer duct occluder (ado) was selected to occlude the pda defect and a 6f amplatzer torqvue 180 degrees delivery system (dtv180) was utilized. Once the ado was deployed from delivery sheath, it was determined that the size of the ado was not a match for the patient. Therefore, the ado was retrieved from the patient. However, upon removal of the delivery system, the radiopaque tip of the delivery sheath was missing and was found on the retrieved ado. The case was completed using coils. The ado was only deployed and retracted one time. No imaging will be provided.

Manufacturer narrative:
The dtv180 and ado were received at aga medical. The ado was returned deformed with the distal tip of the dtv180 sheath around the waist of the device. Following decontamination, the sheath tip was removed, the device was reconfigured, measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 6f loader without any deformities. The dtv180 was returned with the tip separated from the sheath. Following decontamination, microscopic examination revealed the inner liner to the tip had separated. Also, the remaining light blue tip was returned inverted into the sheath. After the remaining tip had been reconfigured, the edge appeared thinned and frayed. There were no missing portions of the tip. The cause of the tip separation could not be conclusively determined. The ado was retracted into a test loader, attached to the returned dtv180 sheath and positioned on a calibrated test fixture. The hand-off, advancement and retraction forces were measured and all were found to be within specifications. No sheath tip inversion or separations were encountered during testing. During manufacturing, this delivery system lot underwent a series of inspections and tests to confirm proper function. A review of manufacturing documentation confirmed this delivery system lot successfully completed these tests. Our investigation was not able to determine the cause of the failure described in the field; however, we are continuing to investigate into this failure and will update our report as needed.